Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50 . Serial: (B)(6). Batch: 7099389/7101120. UDI: (B)(4).

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) and lead replacement procedure to better cover pain areas. The explanted products will not be returned per hospital policy and patient was doing well postoperatively.